Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure in a popliteal artery, a 4.0mm x 120mm x 135cm armada 35 balloon dilatation catheter (bdc) was positioned in the target lesion. While advancing an unspecified guide wire through the armada 35 lumen, the guide wire punctured through the armada 35 balloon. No resistance was noted between the guide wire and armada bdc at any time. A new unspecified balloon successfully completed dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported puncture was unable to be confirmed. Additional information received confirmed that the correct complaint device was returned and that the site had not examined or confirmed the suspected balloon puncture with this device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the complaint database for the reported lot was performed and revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported balloon puncture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the abbott vascular returned goods lab received the 4.0mm x 120mm x 135cm armada 35 balloon dilatation catheter in the following state: while the device appeared to have been used in patient anatomy, there was no puncture or any other type of damage found on the device; the device was inflated and held pressure without issue. Additional information received confirmed that the correct complaint device was returned and that the site had not examined or confirmed the suspected balloon puncture with this device. No additional information was provided.